Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant the setscrew could not be set. The pulse generator was not used. The patient's condition was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.